Manufacturer narrative:
(B)(4) concomitant medical products - unknown biomet head, unknown zimmer trilogy acetabular component, unknown zimmer size liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03003. Reported event was confirmed by review of primary operative notes. Review of the operative notes states that patient experienced 1200 ml blood loss and treated with 2 units of cell saver. All the components are implanted into place. Range of motion and excellent stability were obtained and no other complications were noted device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced 1200 ml blood loss with 2 units of cell saver administered during left primary hip surgery. Attempts have been made and additional information on the reported event is unavailable.